Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 110 mm. It was reported that the proximal aortic neck was severely angulated and mildly calcified. The left common iliac artery was severely tortuous with moderate calcification and thrombus. The right common iliac artery had moderate tortuosity and calcification. The patient had a history of smoking, gastrointestinal bleeding, colon polyps, and pulmonary disease. It was reported that the stent graft was deployed through the right iliac artery. Iliac extender cuffs were placed in both the right and left iliac arteries to extend and secure stent graft apposition. Final angiogram showed no presence of an endoleak and a successful outcome with exclusion of the aneurysm was achieved. Four days later the patient presented with symptomatic claudication of the left limb. It was reported that the patient's left limb was 100% occluded. The physician performed emergent femoral-femoral bypass surgery with successful results. The patient expired 30 days later of a cardiac arrest.